Manufacturer narrative:
The device was received by the returns department but was unable to test the unit. The housing was split in half.

Event description:
There is an issue with the actuator on this lift. When trying to raise and lower, it moves very slow and makes a whining/grinding noise, trouble shooting done to confirm the hand pendant was not an issue with this lift. Not out of box or early life failure.

Event description:
There is an issue with the actuator on this lift. When trying to raise and lower, it moves very slow and makes a whining/grinding noise, trouble shooting done to confirm the hand pendant was not an issue with this lift. Not out of box or early life failure.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.